Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that in situ measurements at the initial activation of the device on (B)(6) 2024 were indicative of the last 6 basal channels having possibly migrated out of the cochlea. This was later confirmed by x-ray scans. A revision surgery is being considered to reinsert the extra-cochlear channels. No date has been scheduled yet.

Event description:
It was reported that in situ measurements at the initial activation of the device on 25-jun-2024 were indicative of the last 6 basal channels having possibly migrated out of the cochlea. This was later confirmed by x-ray scans. A revision surgery is being considered to reinsert the extra-cochlear channels. No date has been scheduled yet.

Manufacturer narrative:
Additional information: based on the information received from the field, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. A revision surgery is considered but no date has been scheduled yet.